Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with hyperglycemia. The patient lost their personal diabetes manager (pdm), but still wore a pod and their blood glucose level reached 280 mg/dl. The patient did not have any additional backup insulin delivery method, so they went to the ER. The patient was treated with intravenous fluids and long-acting insulin. The patient was discharged after 5 hours.